Manufacturer narrative:
The reported event of device interference with telemetry monitor file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
The customer reported that they are experiencing events in which the pump is interfering with the telemetry monitor. The telemetry monitor will show an abnormal rhythm and once the pump is turned off, the patient's telemetry rhythm returns to normal. Recently an ed physician stated that if a patient is receiving IV fluids via the pump, the telemetry monitor frequently has "blips" on the cardiac tracing that can have the appearance of atrial fibrillation or complete heart block. It is further stated that nursing is asking physician's on a daily basis on how to manage the arrhythmia's. Recently, the ed transferred a patient to fmc because the monitor was demonstrating complete heart block, however, once the IV pump was turned off, the telemetry monitor's rhythm returned to normal. There was no report of patient harm.